Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Since 2017, jaggy sensation in vagina was noted initially by patients's husband during intercourse and then noted by patient. The patient was seen in gynecology clinic on (B)(6) 2018 and 0.5 cm exposed mesh palpable to right of external urethral meatus was noted. This was confirmed in theatre on (B)(6) 018; 15x13x7mm vaginal tissue was excised and pathology confirmed embedded mesh within the connective tissue. Cystoscopy was normal. No additional information was provided.